Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported receiving a sensor error and upon removing the sensor, there was no electrode present. Customer's blood glucose was 10.5 mmol/l. It was advised the sensor would be replaced but it will not be returning for analysis.